Event description:
It was reported by the rep the device was used during a bowel procedure at an unk time. It was reported the pt post operatively had to be returned to the hosp. No other info is known. The rep will attempt to obtain additional info. Contacted md; md stated the instrument that was involved was the "gia 55mm"; md stated that he opened another instrument and had no other problems; md stated that he could not remember if the problem extended the hosp stay of the pt.